Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report for an unknown distractor/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article, "alveolar distraction osteogenesis for dental implant rehabilitation following fibular reconstruction: a case series" (2013). Cheung, l.k., chua, h.d., hariri, f., pow, e.n., & zheng, l. (2013) alvelolar distraction osteogenesis for dental implant rehabilitation following fibular reconstruction: a case series. Journal of oral and maxillofacial surgery, 71, 255-271. From (B)(6) 2004 through (B)(6) 2008 a research project was done at a (B)(4) hospital on 5 patients undergoing dental implant rehabilitation utilizing the synthes alveolar distractor system (synthes (B)(4)). A (B)(6) female experienced two infections both requiring an oral antibiotic and debridement. The distractor was removed following the second infection. This is report 3 of 4 for (B)(4). The report is for an unknown distractor. A copy of the journal article is being submitted with this medwatch.